Event description:
A medtronic representative reported that after going sterile in a cranial case, the site was not able to track the patient tracker. The camera flickered between green/red status. A medtronic technical services representative instructed the site to check the geometry error and found it was .9 mm. Explained that it needed to be less than .5 mm to track and to check to ensure the spheres were clean and seating properly. They replaced the spheres; were able to track properly and went to green status with no further issues. The surgeon completed the surgery with the use of the stealthstation treon guidance system. There was no impact on the patient outcome.

Manufacturer narrative:
Site evaluation showed that the reflective spheres were not clean or seated properly, which led to the camera not "seeing" them correctly.